Event description:
The customer reported to olympus that when the evis exera iii video system center was used with the endoeye video telescope (ltf-s190-10), the image blacked out. The event was observed during an unspecified therapeutic procedure. The procedure was completed by turning the power on and off. There was no patient harm or user injury reported due to the event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additionally, the evaluation noted liquid adherence at the video connector-receiver contact and the receiver receptacle, and noted also was battery depletion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified, however, based on the evidence obtained from the investigation, it is possible that poor communication with the oscilloscope occurred due to the lack of sufficiently dry video cables and the influence of video cables connected to foreign objects (such as chemical residues, water stains, tallow, dust, and gauze state). In addition, was confirmed that there was a liquid scar, or a foreign object attached to the video port of cv-190 sent to olympus. The event can be detected/prevented by following the instructions for use which state based in cv-190's instructions for use: connectors should be fully dry, including electrical contacts. If wet, add according to the "instructions for use" of the endoscope. If wet, the image may disappear or lead to malfunctions such as flicking. Olympus will continue to monitor field performance for this device.

Event description:
Related patient identifier: (B)(6).